Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical trial. It was reported that a dissection occurred. The subject underwent treatment with three ranger drug coated balloons. The first target lesion was in the left proximal popliteal artery extending to left mid popliteal artery with proximal reference vessel diameter of 4.5 mm and distal reference vessel diameter of 4.0 mm with lesion length of 150 mm and 99% stenosis. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 4 mm x 150 mm. During treatment of the first target lesion, the subject was noted with a complication of dissection with severity grade of e and residual stenosis of 0%. A bailout stent was implanted, and complication was resolved. The procedure was continued. The second target lesion was in the entire length of left superficial femoral artery extending to left proximal popliteal artery with proximal reference vessel diameter of 5.0 mm and distal reference vessel diameter of 5.5 mm with lesion length of 200 mm and 95% stenosis. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 5 mm x 200 mm following post treatment, the final residual stenosis was noted to be 30%. The third target lesion was in the left proximal superficial femoral artery with proximal reference vessel diameter of 5.0 mm and distal reference vessel diameter of 5.0 mm with lesion length of 180 mm and 80% stenosis. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 5 mm x 80 mm. Following post treatment, the final residual stenosis was noted to be 20%.

Manufacturer narrative:
A1 - patient identifier: (B)(6).

Event description:
Elegance clinical trial. It was reported that a dissection occurred. The subject underwent treatment with three ranger drug coated balloons. The first target lesion was in the left proximal popliteal artery extending to left mid popliteal artery with proximal reference vessel diameter of 4.5 mm and distal reference vessel diameter of 4.0 mm with lesion length of 150 mm and 99% stenosis. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 4 mm x 150 mm. During treatment of the first target lesion, the subject was noted with a complication of dissection with severity grade of e and residual stenosis of 0%. A bailout stent was implanted, and complication was resolved. The procedure was continued. The second target lesion was in the entire length of left superficial femoral artery extending to left proximal popliteal artery with proximal reference vessel diameter of 5.0 mm and distal reference vessel diameter of 5.5 mm with lesion length of 200 mm and 95% stenosis. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 5 mm x 200 mm following post treatment, the final residual stenosis was noted to be 30%. The third target lesion was in the left proximal superficial femoral artery with proximal reference vessel diameter of 5.0 mm and distal reference vessel diameter of 5.0 mm with lesion length of 180 mm and 80% stenosis. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 5 mm x 80 mm. Following post treatment, the final residual stenosis was noted to be 20%. It was further reported that on (B)(6) 2021, during treatment of the first target lesion of left proximal popliteal artery and mid popliteal artery, subject was noted with complication of dissection with severity grade of e due to non-bsc adjunctive device. As a response, bailout stent was implanted, and post treatment the final residual stenosis was noted to be 0%.

Event description:
Elegance clinical trial: it was reported that a dissection occurred. The subject underwent treatment with three ranger drug coated balloons. The first target lesion was in the left proximal popliteal artery extending to left mid popliteal artery with proximal reference vessel diameter of 4.5 mm and distal reference vessel diameter of 4.0 mm with lesion length of 150 mm and 99% stenosis. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 4 mm x 150 mm. During treatment of the first target lesion, the subject was noted with a complication of dissection with severity grade of e and residual stenosis of 0%. A bailout stent was implanted, and complication was resolved. The procedure was continued. The second target lesion was in the entire length of left superficial femoral artery extending to left proximal popliteal artery with proximal reference vessel diameter of 5.0 mm and distal reference vessel diameter of 5.5 mm with lesion length of 200 mm and 95% stenosis. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 5 mm x 200 mm following post treatment, the final residual stenosis was noted to be 30%. The third target lesion was in the left proximal superficial femoral artery with proximal reference vessel diameter of 5.0 mm and distal reference vessel diameter of 5.0 mm with lesion length of 180 mm and 80% stenosis. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 5 mm x 80 mm. Following post treatment, the final residual stenosis was noted to be 20%. It was further reported that on 31aug2021, during treatment of the first target lesion of left proximal popliteal artery and mid popliteal artery, subject was noted with complication of dissection with severity grade of e due to non-bsc adjunctive device. As a response, bailout stent was implanted, and post treatment the final residual stenosis was noted to be 0%. It was further reported that on 31aug2021, on the same day of index procedure, during the treatment of target lesion #001, dissection of grade e was noted in the left popliteal artery due to 4 mm x 150 mm ranger drug coated balloon. In response to the complication, bailout stent was placed and the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was resolved, and the subject was discharged from the hospital on aspirin.

Manufacturer narrative:
A1 - patient identifier: (B)(6).